Event description:
Related manufacturer reference number:2017865-2022-45225. It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right ventricle (rv) lead exhibited high pacing impedance. The rv lead was not used. The physician continued with second rv lead. It was noted that the second rv lead exhibited high pacing impedance initially and then became normal. The second rv lead was implanted. The patient was in stable condition.